Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05662 it was reported that the burr became stuck in lesion and rotaburr and rotawire device separation occurred. It is possible that the separated pieces remained inside of the patient¿s body. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 2.00mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were selected for use for the percutaneous coronary intervention (pci). An unspecified 8fr sheath and an 8fr mach1 guiding catheter were used during the procedure. After pre-dilatation was done using an unspecified balloon on the lesion area, ablation was performed using the 2.00mm rotalink plus. After several ablations were performed, the burr was passed through the lesion. However, when ablation was performed again, it was noted that the burr became stuck in the lesion area. The burr was attempted to be pulled out but was not successful. For this reason, an unspecified 014-inch guidewire was tried to insert in the side of the burr, but the guidewire was unable to pass through. After that, the drive shaft, drive shaft sheath and the rotawire were cut by the proximal part of the advancer, and then the drive shaft sheath was then removed. However, it was noted that the rotawire and drive shaft sheath became separated with the drive shaft inside the guiding catheter upon removal; the reason for this separation was unknown. An unspecified 7f guiding catheter was additionally inserted, and after inserting the unspecified 014-inch guidewire in the rota burr side with a double guiding catheter, the burr that became stuck was dilated with an unspecified 2.00 diameter balloon. After that, a snare was advanced to try and retrieve but was not successful. For this reason, several unspecified 014-inch guidewires were inserted inside the 8f guiding catheter; after passing through the side of the rota burr and entangling the guidewire, the burr was released and flowed into the aorta. The rotaburr was successfully retrieved by the snare. During retrieval, the burr and a part of the wire were retrieved, however there was a concern that the devices were mistakenly lost during the removal process. Therefore there is a possibility that the rotaburr and a part of the rotawire was left inside of the patient's body. Observation via CT was performed and patient still under follow-up observation. The procedure was not completed due to this event. No other patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint, an unidentified 8f introducer sheath and an unidentified 8f guide catheter. The rotawire was received inside the rotablator device. There were kinks in the returned sheath and guide catheters. The advancer, handshake connections, coil, sheath, and burr were microscopically and visually examined. Microscopic examination revealed that the sheath, coil and rotawire were cut 6cm distal of the strain relief, which was reported. There was blood in the sheath at the cut location and throughout the sheath. The coil was broken and flared/stretched at the distal end and the burr was detached. The burr was not returned for analysis. The rotawire was able to be removed from the advancer but not from the coil catheter due to the coil being cut, stretched and damaged. The returned sheath and guide catheter were checked and nothing was stuck inside the devices. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the drive shaft, drive shaft sheath and rotawire were cut near the advancer, the drive shaft sheath was then attempted to be removed. No further patient complications were reported.